Manufacturer narrative:
Date sent to the FDA: 04/26/2021. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device batch mgj625 and no non-conformances were identified. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that two opened boxes with twenty-seven and four unopened samples of product code 8648h were received for evaluation. Visual inspection of unopened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 04/26/2021. Corrected information: d3, g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Component code: (B)(4) device evaluation pending. The following information was requested, but unavailable: was any surgical intervention performed specially re-suturing? Explain. Was the re-operation necessary to remove the suture? Was the re-suturing performed after suture removal? Was the wound healed after suture removal?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the thread breaks after completion on the patient. There were no adverse patient consequences. No additional information was provided.